Event description:
Report received from (B)(6) states "air bubbles remain in the irrigation tube after calibration and purge. Bubbles arrived in the eye through out the operation, difficult to operate, surgeon had to remove bubbles one by one." The patient did not experience any impact according to the report. Additional information received stating "it was vitreoretinal case. After "easy prime" (vitrectomy cutter) and priming us the phaco-handpiece (because it was a combined case), the surgeon began by the core vitrectomy before the cataract. Some air bubbles appeared in the posterior segment, and coming from the infusion (posterior) cannula. I could see some air bubbles in the infusion tubing, which normally shouldn't have been there after the "easy prime".

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.